Event description:
It was reported that pump displayed malfunction code malf 0. There was no adverse impact to the customer's blood glucose level. Customer contacted support, received instructions to reset pump, successfully cleared malfunction without recurrence, was advised to continue using pump and to call back if malfunction returned, and acknowledged understanding of these instructions.